Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 11 months. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2018, the driveline exit site area was swollen. An ultrasound showed a large driveline abscess. There was a second wound near the exit site. The patient was brought to the operating room for a driveline debridement on (B)(6) 2018. The exit site wound was opened and approximately 4cm of the inside velour was removed. After cleaning the inside, a wound vacuum was applied. The patient was under sedation during the procedure and did not experience any complications afterwards. The patient¿s hemodynamics and pump parameters were normal. Cultures of the tissue and velour were positive for staphylococcus aureus. The patient was given cefamezin every 6 hours. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection could not conclusively be determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. The patient remains ongoing on lvad support and no further issues have been reported. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had their sutures removed but there was still pus at the driveline exit site. The patient reportedly had no symptoms. The patient was doing a daily dressing of 2% chlorhexidine. Cultures were positive for streptococcus. The infection clinic was consulted for further treatment. The patient remains ongoing on lvad support with no further issues reported.